Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. Reportedly, the battery compartment was damaged and moisture was observed in the pump. The reporter noted that the pump was exposed to salt water. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/21/2015 with the following findings: on investigation, the alleged pump overheating issue was not duplicated in the evaluation while the moisture ingress issue was verified. Review of black box data did not find any unusual voltage fluctuations. Battery compartment cracks were observed above and below the grip pad. Corrosion was evident inside the battery compartment. Battery compartment leak was shown in a leak test. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Electrical current draws were within specifications. Pump temperature issue was not observed throughout the testing. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump.